Manufacturer narrative:
The device was received for evaluation contaminated with dried blood/tissue. A visual inspection was performed using the naked eye which observed the pin was bent obliquely . With the rings being in an approximated state, this is not consistent with the complainant¿s statement that the bent pin was noticed when trying to pierce the vessel with the pin. The approximation would not normally be complete if the bent pin were found during the eversion of the vessel onto the coupler pin. The reported condition was verified. However, based on the returned product evaluation it can be assumed that the pin was bent during the surgical process; however, the root cause cannot be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pin of a 2.0mm coupler device was tilted obliquely. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.